Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a 3300tfx 21mm bioprosthetic aortic valve, implanted for four (4) years and four (4) months, was explanted due to unknown reasons. Concomitant coronary artery bypass grafting was performed. The explanted device was replaced with a 3300tfx 21mm bioprosthetic valve.

Event description:
Medical records received indicated the patient was found to have mssa bacteremia with associated endocarditis noted on tte which showed normal functioning bioprosthetic 3300tfx valve with thickening of the posterior aspect associated with a mobile vegetation seen in the lvot. CT scan was notable for acute stroke most likely secondary to septic emboli. Records noted the patient had been seen at multiple hospitals over two-month period and treated for prosthetic valve endocarditis medically. The 21mm 3300tfx aortic valve was found to be barely hanging on throughout. There was annular dissociation from the ventricle and the aorta due to the fact that the area was rounded with infection. Patient underwent coronary artery bypass graft x 1. The surgeon had to patch the entire annulus due to the fact the patient had atrioventicular dissociation from the abscess and the whole valve was essentially encased in infection. The 21mm 3300tfx aortic valve was explanted. A bovine pericardial patch was used to patch the aorto-mitral curtain and reconnected the ventricle and the mitral valve with the aorta. The 21mm 3300tfx was implanted and a patch was seated on the aortic valve. Due to the patient having some right heart difficulties, it was opted to pack open. A vac dressing was placed and patient taken to the ICU with an open chest. On post-operative day zero the patient developed hypotension and bradycardiac arrest. Patient was considered unrecoverable and expired.

Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. The cause of the event was most likely due to patient factors/conditions. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.